Event description:
Customer reported a previous incident of low blood glucose with a level of 40 mg/dl. There was no adverse impact to the customer¿s blood glucose level reported afterwards. The customer consumed carbohydrates to address the low blood glucose and was advised by technical support to consult with a healthcare professional to discuss factors affecting their blood glucose levels. The customer agreed to this recommendation and was provided with a link to tandem¿s guide to successful pumping.